Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. A visual inspection of the processor was completed and found no damage on the processor appearance. The video processor was checked with the test light source and monitor together with the returned software-defined infrastructure (sdi) cable. It was verified that no sdi output signals coming from sdi 1 and sdi 2 ports displayed on the monitor. Based on the evaluation, the reported complaint was confirmed due to the faulty dx board. The cause was traced to a component failure. No further information was reported.

Event description:
It was reported to olympus that during installation, there was an out of box failure causing no image for the display on the software-defined infrastructure (sdi) out ports. The device was replaced. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. As a countermeasure against sdi output failure by static electricity application in equipment delivery, the board change of dx board is carried out in the products after the serial no.(B)(6). The reported issue of no image for display on the sdi ports. This was attributed to the faulty dx board. Though root cause for the issue cannot be conclusively determined, it is likely that excessive force or static electricity or the like was applied to the sdi output terminal and its periphery on the dx substrate, thereby creating an abnormality in the output of the sdi signal. The instructions for use includes the following statements in precautions for installation and connection: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.